Manufacturer narrative:
The device remains implanted and was therefore not available for engineering evaluation by gore. Results pending completion of manufacturing evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent thoracic endovascular aortic repair with total aortic arch replacement (tar) and total debranching for acute type a aortic dissection whereby gore® tag® conformable thoracic stent grafts with active control system (ctag ac device) were implanted. In 2022 (month and date unknown, probably during follow-up one week after the initial procedure), it was revealed that the distal part of the ctag ac device migrated to the proximal direction. On (B)(6) 2022, the patient underwent reintervention. An additional stent graft was implanted distally. The patient tolerated the procedure. The physician reportedly stated: since the initial procedure was performed in the acute phase, migration may have occurred due to remodeling.

Manufacturer narrative:
Added g3/g4, h1/h2, h6 according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with use of the gore® tag® thoracic endoprosthesis may include but are not limited to stent graft: migration. H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications.